Manufacturer narrative:
Submit date: 9/22/2016.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. Customer reports loose piece of plastic inside of the syringe.

Manufacturer narrative:
A device history record review of the reported lot numbers confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A single syringe was returned for evaluation. There was a large clear plastic piece inside the syringe that matches the syringe material. It would not dislodge from the syringe as it was too large to fit through the tip diameter. After sample evaluation, the plastic piece appears to be a piece of a finger flange from a separate syringe. This assembly process is automated if there was an alignment issue, parts can jam causing some damage. The associates are to clean out the machine if this occurs, but this appears to be an isolated incident where it was not identified. There is a vision system in line that verifies the presence of a rubber tip, but it is not accurate enough to confirm a location of the stopper. It would not be able to determine if there was a piece of plastic in the syringe or if the plunger was not fully seated. These systems are challenged daily to confirm correct operation. A communication of the reported condition will be completed for all associates to heighten the awareness of the condition. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.